Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the day after implant of this lead, the physician thought that it may have pulled back. All data appeared normal so no revision was done. On (B)(6) 2018 the patient had cardiac tamponade so drainage occurred as well as a repositioning of this lead. On (B)(6) 2018 the bleeding had stopped. The physician commented that this lead was implanted at the lower mid portion but that the next day it had moved to the apical area and the screw pushed the cardiac wall.